Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between december 1-2, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume infusor. The device was connected to the patient¿s PICC line for therapy with fluorouracil; however, after two days, the patient returned to disconnect the device, and it was observed that no medication had infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.